Event description:
It was reported that in 2009, the patient experienced diffuse withdrawal symptoms which included headache and dizziness. The patient later experienced anxiety, loss of therapy and pain. The pump contained morphine, clonidine and marcaine. During refill appointments, the hcp observed fluid in the pump pocket. Lab testing identified this fluid as cerebrospinal fluid (leakage). The hcp also aspirated from the catheter access port (cap) but was unable to determine what was wrong. The patient also underwent CT-brain scan which was not helpful in determining the issue. The hcp then performed a revision after receiving information regarding the sutureless connector field action. During the revision, it was noted that the pump segment on the connector had become loosened from the pump, drug and csf were leaking into the abdomen. The catheter was replaced four months later. The patient's outcome was reported as: "patient feels improved pain relief".

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer's employee. A process improvement plan and training are in place.